Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) value of 31 mg/dl; cause was unknown. The customer went to the emergency room (ER) and was treated with juice and crackers. Approximately 3 hours later, the customer left the ER with a bg level of 152 mg/dl and feeling good. System check was performed with tandem technical support and verified that the pump was functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered in pump by user and continuous glucose monitor was not in use on (B)(6) 2019. Several blood glucose values in the 30s mg/dl were recorded by bg meter from 11:08 am ¿ 12:30 pm. Prior to the low bg, user requested a 7.5 unit bolus for 30 grams of carbohydrates without entering current bg level. There were no erratic basal rate adjustments prior to the low bg. Making bolus requests and not entering current bg value could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.